Event description:
It was reported that the patient presented in the hospital due to implantable cardioverter defibrillator (ICD) pocket infection. The entire ICD system was explanted due to ICD pocket infection. The patient's condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2023-02830 new information received notes that the patient's right ventricular lead was suspected to be fractured prior to procedure.